Event description:
This non-serious spontaneous medical device complaint report from a customer (us) was received by (B)(4) (distributor) on 29-dec-2017. This customer complaint was forwarded to (B)(4) pharmaceuticals (product holder) on 02-jan-2018. Information has been received from a consumer concerning a female patient of unspecified age who was using nuvagen collagen powder. The patient's medical history and concomitant medication information was not provided. From an unspecified date the patient was using nuvagen collagen powder (1 gm packet) for wound dressing. Lot number was 150506 and expiry date was may-2020. On (B)(6) 2017, as soon as the patient applied nuvagen collagen powder to her wound, it started to swell and turn red. Patient also stated that on the pain scale from 1 to 10 that her pain was a 10. The patient and the physician were not aware that patient had any allergy history to bovine based products. No alternate primary wound dressing was ordered by the physician for this patient. Cpn has initiated the process to retrieve the remaining collagen powder back from the patient. It was reported that the leftover collagen powder was received from the patient and it appears that patient used 3 1/2 grams of the powder. The outcome of the event was not reported. The causality for the event wound swelling, turning red and pain after application of collagen powder was not reported. Case comment: the events application site swelling, redness and pain are assessed as non-serious, possibly related to nuvagen collagen powder based on the plausible temporal relationship and are unlisted as per the carton label.